Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported through a technical services engineer that he had noticed a reaction, "like a cell", on some of his pt's post-operatively. The surgeon suspected that this event may be related to the ventilation system of the device. He feels the ventilation system may not provide an efficient filtration to eliminate external factors. He has also experienced this event with other surgical systems.